Event description:
It was reported the patient¿s pump started alarming due to safe state. It was also noted the patient was in the home environment, but not near magnets. The type of drug being delivered was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).